Event description:
It was reported that the pump alarmed no disposable alarm. Initial troubleshooting did not resolve the alarm and the same issue occurred on the second pump. The patient mixed new cassette to resolve alarm. The patient is willing to send pump and cassette back. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned to manufacturing for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received to investigate. Root cause of the reported issue cannot be determined as no sample was received for investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h3: correction: device evaluated by manufacture: device not returned to manufacture, h4: correction: device manufacture date: 13-dec-2021